Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A lawsuit alleges that the customer was hospitalized due to heart palpitations, shortness of breath, and other symptoms. The customer was taken to the emergency room, where it was discovered that his blood glucose was elevated and he was in early diabetic ketoacidosis. The lawsuit claims that the insulin pump and infusion set were casually linked to the event. The infusion set in use was a mmt-397 quick-set, lot number 8200742. Nothing further was reported.